Manufacturer narrative:
The technician spoke with the accounts risk management, who stated, "patient slipped off a first step mattress from kci and got caught between the head and foot siderails". The account was not able to supply the technician with additional information. The account did not know which bed was involved in the event because it was not tagged after the incident.

Event description:
The account alleged the patient was found entrapped between the head and foot side rails and was found unresponsive and not breathing. The patient was removed from the bed and was intubated. The patient was taken to ICU for recovery.